Event description:
It was reported that the large volume pump failed to alarm and was pumping air from an empty orencia 750mg/100ml sodium chloride bag, and the nurse saw air in the IV tubing set and caught it before it reached the patient. Biomed inspected the IV set and noted a bubble of fluid right located at the air-in-line detector. Once biomed flicked the drop out of that spot it was stuck in, the lvp started alarming ¿air in line¿ when restarted. There was no patient impact.

Manufacturer narrative:
Additional information: a2, a3, a4, d9 investigation conclusion: the customer¿s reported issue of device failing to alarm air in line was not confirmed. No errors or malfunctions were recorded in the pump module error logs related to the air in line detection system. The pump module was attached to pcu s/n (B)(6). With the air in line bolus limit 250¿l and the accumulated air was enabled on 20oct2020 at 11:32 am. The pump module alarmed for air in line at 1:48 pm. The air in line threshold test was performed on the pump module. No anomalies were observed with the air detection system. The device was alarming within specifications. No anomalies were observed during IV disposable leak testing and testing performed at vernon hills of the administration set. Device inspection: the source pump module was received with instrument seal broken. Internal and external inspection of the pump module observed no anomalies with any of the electrical or mechanical components. The used primary administration set (2426-0007 as lvp 20d 3ss cv) was visually inspected and no anomalies were observed during inspection. Root cause analysis: the root cause of the customer¿s report of device failing to alarm and was pumping air from empty bag was not determined. The returned pump module was observed alarming appropriately. Device history review: a review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n 14438269 which did not confirm similar complaints with the same or related failure mode for this customer. Device received for evaluation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump failed to alarm and was pumping air from an empty orencia 750mg/100ml sodium chloride bag, and the nurse saw air in the IV tubing set and caught it before it reached the patient. Biomed inspected the IV set and noted a bubble of fluid right located at the air-in-line detector. Once biomed flicked the drop out of that spot it was stuck in, the lvp started alarming ¿air in line¿ when restarted. There was no patient impact.